Event description:
It was reported that the implantable neurostimulator was in between being discharged and overdischarged. The patient had been in a nursing/rehab facility for one month without access to the recharger. The last recharging session had been in (B)(6) 2011. No further diagnostics could be run; however, a manufacturer representative was able to "wake" the device so that the patient could resume a normal recharging session. Use of the antenna locate feature resulted in a power-on-reset (por) condition being displayed on the recharger which then lead to the normal recharging screen. Four days later, the patient was unable to adjust stimulation with the patient programmer and an informational por was displayed on the screen. The patient was unable to clear the por with the patient programmer despite multiple attempts. The next day, a manufacturer representative met with the patient for reprogramming. The patient had fully charged and was doing well.

Manufacturer narrative:
Extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted: unk; extension model 3708140, serial # (B)(4), implanted: (B)(6) 2008, explanted unk; lead model 39565-30, lot # n168036001, implanted: (B)(6) 2008, explanted: unk; recharger model 37752, serial # (B)(4); programmer model 37743, serial # (B)(4).